Manufacturer narrative:
The customer reported that the cns (central monitoring system) is completely frozen. The screen cannot be changed. The mouse and keyboard do not work. The customer was instructed to perform a hard power cycle on the cns. After approximately 4 minutes the cns powered on and is operating normally. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the cns (central monitoring system) is completely frozen. The screen cannot be changed. The mouse and keyboard do not work.